Event description:
While investigating an issue with the customer, ocd customer support determined that biased quality control results observed on the customer's two vitros 5600 systems on multiple dates from (B)(6)-(B)(6), 2009 were the result of the systems using the incorrect calibration curve. Biased results of the direction and magnitude observed could lead to inappropriate physician action. Patient results were not affected. There were no allegations of harm as a result of this event. Note: this form 3500a is one of two mdrs for this event. Two devices were involved. Quality control fluids were processed on two vitros 5600 system. (B)(4).

Manufacturer narrative:
The root cause of the incorrect calibration curve being used is a known vitros 5600 system software issue. The software allows the customer to customize the assay menu and the printed report. The software issue is the result of a specific sequence of events when the customer re-configures the system assay menu and the assay order for printed reports. The customer had received ocd customer communication, (B)(4), regarding this issue and the temporary mitigation of restoring the system software defaults. The investigation determined that a night technologist had re-configured the system. The customer will review this issue with all vitros 5600 operators. The software issue will be mitigated with a future software version. The FDA's (B)(6) district office has been notified of this issue.